Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes/migration/perforation: fallopian tubes') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenocarcinoma of appendix in (B)(6) 2016. Concurrent conditions included visual disturbances since (B)(6) 2018 and lung disorder since (B)(6) 2017. Concomitant products included budesonide; formoterol fumarate (symbicort) since (B)(6) 2017 and salbutamol (albuterol) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain pelvic/primarily left side/pelvic apin"), abdominal pain ("abdominal pain/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), fatigue ("fatigue") and coital bleeding ("spotting after intercourse"). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy- full, salpingectomy- bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, back pain, menorrhagia, fatigue and alopecia outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and coital bleeding had resolved. The reporter considered abdominal pain, alopecia, back pain, coital bleeding, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, back pain, perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Events per pfs: device breakage, back pain were added. Laboratory data was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenocarcinoma of appendix in (B)(6) 2016. Concurrent conditions included visual disturbances since (B)(6) 2018 and lung disorder since (B)(6) 2017. Concomitant products included budesonide;formoterol fumarate (symbicort) since (B)(6) 2017 and salbutamol (albuterol) since (B)(6) 2017. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("pain pelvic/primarily left side"), abdominal pain ("abdominal pain") and coital bleeding ("spotting after intercourse"). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, menorrhagia, fatigue, alopecia and pelvic pain outcome was unknown and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain and coital bleeding had resolved. The reporter considered abdominal pain, alopecia, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs received. Reporter and patient demography added. Indication updated. Medical history and concomitant drugs added. Event injury to herself deleted and new events perforation fallopian tubes, abnormal bleeding( vaginal), abnormal bleeding( menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, pain pelvic/primarily left side, abdominal pain and spotting after intercourse added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes/migration/perforation: fallopian tubes') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenocarcinoma of appendix in (B)(6) 2016. Concurrent conditions included visual disturbances since (B)(6) 2018 and lung disorder since (B)(6) 2017. Concomitant products included budesonide;formoterol fumarate (symbicort) since (B)(6) 2017 and salbutamol (albuterol) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain pelvic/primarily left side/pelvic apin"), abdominal pain ("abdominal pain/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), fatigue ("fatigue") and coital bleeding ("spotting after intercourse"). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy- full, salpingectomy- bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, back pain, menorrhagia, fatigue and alopecia outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and coital bleeding had resolved. The reporter considered abdominal pain, alopecia, back pain, coital bleeding, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, back pain, perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.